Manufacturer narrative:
The incident device is anticipated to return. A follow-up report will be provided upon completion of investigation.

Event description:
Nephrectomy - "the green bead of specimen bag was lost so that the bag cannot seal." Add info received via e-mail from distributor may 10, 2017 - they are not sure where the green bead location. It could in the sheath. The bead component separated out of the patient cavity. The cord/loop string was cut at the time to retrieve the specimen. Patient status - "fine."

Manufacturer narrative:
The event unit, excluding the bead, was returned to applied medical for evaluation. Upon inspection, engineering observed that the tissue retrieval bag had been cut with an instrument and the cord loop was intact. Based on the evaluation of the returned unit, the root cause of the complainant's experience is likely due to pulling on the bead, instead of the cord, during bag removal. Per the instructions for use (IFU), the customer is to "remove the specimen by pulling on the cord loop, thus retracting the bag through the port site." Detachment of the bead likely led to the bag not being able to cinch. Applied medical will continue to monitor its vigilance system for trends and take appropriate actions, as necessary, to ensure the performance and safety of its products.